Event description:
The customer reported via phone call that the glass of the lcd screen on the insulin pump was coming out. The customer explained that the screen was not cracked that there were two cracks on the insulin pump that were causing the screen to come out. The customer's blood glucose was unknown. The customer stated that there was a crack on the bottom left corner as well as a thick crack at the top right of the insulin pump. The customer stated that the insulin pump did hit the corner of the wall but was unaware of how the damage exactly occurred. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.